Event description:
It was reported that shaft break occurred. The 90% restenosed, eccentric and de novo target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery. After a 190cm x 0.014" non bsc guide wire crossed the lesion, unspecified stents were implanted. Then a 15mm x 3.5mm quantum maverick balloon catheter was advanced to the lesion for post dilation however, the shaft of the device broke at approximately 30cm from the hub. The device was removed together with the "guiding". The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The shaft was visually inspected and found to be intact, not broken as per the reported event; however, there was a shaft kink 26cm from the strain relief. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the shaft kink or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% restenosed, eccentric and de novo target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery. After a 190cm x 0.014" non bsc guide wire crossed the lesion, unspecified stents were implanted. Then a 15mm x 3.5mm quantum maverick balloon catheter was advanced to the lesion for post dilation however, the shaft of the device broke at approximately 30cm from the hub. The device was removed together with the "guiding". The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.